Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that patient was having intermittent burning pain at the implant site and that it occurred when they laid back or pressed on the ins. Patient stated it did not look infected and that there was no redness or swelling. It was noted patient had put on about 25 pounds. Burning pain was very sudden and very noticeable and began 1-2 weeks ago. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from patient as they mentioned that the cause of the burning at the ins site determined as doctor scanned the implant and determined that there was an "open contact". They changed the setting or pathway to resolve the burning at ins site.